Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. The initial report had incorrect information related to type of reportable event. The correct information has been provided with this report. The incorrect information had been submitted in the initial MDR form. The correct information has been provided with this report.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2019 at 9:00am with blood glucose level was 897 mg/dl. The customer's high blood glucose treated with insulin drip and once everything was stable customer was released. The customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that ring was damaged and reservoir was unable to lock in place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.